Manufacturer narrative:
The facilities maintenance noticed the ground loss light flashing. Maintenance reinstalled the power supply board to repair the bed.

Event description:
Information received indicates the bed has lost electrical ground.